Event description:
Drug/diluent: 0.2% ropivacaine. Fill volume: 400 ml. Flow rate: 5ml/hr + 5ml/60min on demand. Procedure: foot surgery on the left mid foot. Cathplace: popliteal block. Date of surgery: (B)(6) 2014. It was reported that the physician, head of the department of anesthesia placed a call to verbalize that a patient received approximately 200-300ml of 0.2% ropivacaine from a cb003 pump that was filled to 400ml by the pharmacist. Patient is reported to be doing well. The incident was on (B)(6) 2014 for a possible fast flow with flow restrictor or possible issue with the bolus button; 200-300ml of medication was delivered to the patient in less than 18 hours. No medical intervention reported. Infusion started: (B)(6) 2014 at noon. Infusion disconnected: (B)(6) 2014 at 7:00 am.

Manufacturer narrative:
Method: the device has been returned and currently undergoing investigation and testing. A visual inspection was performed on the returned unit along with a review of the device history records (DHR). Results: at this time the evaluation is still in progress. Results will be provided once completed. The device meet all manufacturing specifications at release. Conclusions: the investigation and evaluation are ongoing, once completed a follow-up report will be submitted with the evaluation summary. Information from this incident will be included in our product complaint and MDR trend reporting system. Ongoing analysis of trend information is used to identify the need for additional investigations.